Event description:
It was reported to boston scientific corporation in 2008, that an hydrothermablator (hta) IV pole was being prepared for use for a procedure three days later. According to the complainant, there were exposed wires in the pole. There was no patient involvement associated with the reported event.

Manufacturer narrative:
A product evaluation is pending; results will be provided in a follow up medwatch report.